Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods. Previously administered products included for an unreported indication: mirena. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, limited cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: coils visible in uterus 3 left 4 right. Discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory position of essure device with tubal occlusion bilaterally (grade 1). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : case has become serious incident. Previously reported event ¿injury nos¿ replace with new event. New events added: menorrhagia, dysmenorrhea and reporter information were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervicitis, adenomyosis and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, limited cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: coils visible in uterus 3 left 4 right. Discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory position of essure device with tubal occlusion bilaterally (grade 1). Pathology test - on an unknown date: final diagnoses: uterus and fallopian tubes, hysterectomy/bilateral salpingectomy: cervix - acute and chronic cervicitis. Endometrium - inactive phase. Myometrium - adenomyosis. Uterine serosa - no significant pathologic abnormality. Fallopian tubes - no significant pathologic abnormality; metallic coils identified within proximal lumina. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods. Previously administered products included for an unreported indication: mirena. Concurrent conditions included cervicitis, adenomyosis and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, limited cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure. The reporter commented: coils visible in uterus 3 left 4 right. Discrepancy noted in date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: satisfactory position of essure device with tubal occlusion bilaterally (grade 1). Pathology test - on an unknown date: final diagnoses: uterus and fallopian tubes, hysterectomy/bilateral salpingectomy: cervix - acute and chronic cervicitis, endometrium - inactive phase, myometrium - adenomyosis, uterine serosa - no significant pathologic abnormality, fallopian tubes - no significant pathologic abnormality; metallic coils identified within proximal lumina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2021: mr received. Reporter and medical history were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.